Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device was seized, jammed, and heavy moving. Therefore, the reported condition was confirmed. It was further determined that the tool side was defective and function gauge did not engage. The assignable root cause was determined to be due to faulty/improper production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the quick coupling device could not be fixed. During in-house engineering evaluation, it was observed that the device was seized, jammed and heavy moving. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.